Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure. It was noted that the patient had a history of infections following spine surgery. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure. It was noted that the patient had a history of infections following spine surgery. The patient was doing well postoperatively. Additional information was received that the reason for the explant was that the physician mentioned that the battery site looked questionable and prefer to remove the device before anything transpired.